Manufacturer narrative:
On 6/14/2018, mentor received additional information regarding this event. The patient¿s name and date of birth were taken down incorrectly during complaint intake. As a result, the patient identifier, patient dob and patient age at the time of event have all been updated. The additional information also indicated that the actual date of implant was (B)(6) 2017. The patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 280cc saline breast implant, catalog # 3503380, s/n: (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to its cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent primary breast augmentation with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. During a physical examination, the deflation was diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).